Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored after surgery.

Event description:
It was reported that patient did not charge their ipg as recommended, rendering the ipg inoperable. Manufacturer's representative met with the patient and confirmed the ipg was inoperable and would not communicate with external devices. In turn, surgical intervention may be pending to address the issue.